Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (224.6mcg/day at 2000mcg/ml) via an implantable infusion pump for intractable spasticity. The hcp reported via patient medical records that the patient's pump was replaced in 2023, and they were hospitalized for suspected overdose after that. They thought that the catheter had been kinked and when it was straightened out, the patient had received a significantly higher dose. The patient stated they hadn't had an increase on the pump in quite a while and reported that it was generally taken up 10% since that incident.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.